Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Continuation (B)(4): sesr01 implantable pulse generator 2011-(B)(6), (B)(4).

Event description:
It was reported that the patient had syncope. The right ventricular (rv) lead had a threshold of 6 volts at 1.5 milliseconds. Also there was oversensing noted at setting of 2.0 millivolts. The settings were reprogrammed and the rv lead is still in use. No further patient complications have been reported as a result of this event.